Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Explanting physician: (B)(6). This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2020-14970. It was reported that the atrial lead was dislodged. The patient experienced atrial fibrillation with rapid ventricular response resulting in implantable cardiac defibrillator (ICD) shocks. The lead was explanted and replaced and the ICD was reprogrammed. The patient was returned to recovery in a satisfactory condition. There were no complications.